Event description:
Dexcom g7 sensors have been significantly unreliable in their ability to get started. This data is what is used to dose insulin in my tandem tslim insulin pump (functioning fine). I receive g7 sensors from (B)(6). On (B)(6) 2024, two separate g7 sensors failed to initiate with either my iphone or my tslim pump (errors citing 'sensor failure and 'sensor not found'). Serial numbers: (B)(6). I called dexcom prior to inserting a third sensor. The third sensor started without difficulty (sn (B)(6)). Dexcom subsequently sent me two replacement sensors. I returned one of the faulty sensors to dexcom (I had thrown out the other sensor). In (B)(6) 2024, I subsequently replaced my g7 sensor twice with no issues. (I do not know if I used the replacement sensors that were shipped to me directly from dexcom). On (B)(6) 2024, again, two separate g7 sensors failed to initiate with either my iphone or tslim pump (errors citing 'invalid pairing code' and 'sensor not found'. Serial numbers: (B)(6). I called dexcom prior to inserting a third sensor. The third sensor started without difficulty (sn (B)(6)). Dexcom is sending me two replacement sensors. I am planning to send the two faulty sensors and their insertion device back to dexcom as per dexcom's request. While these incidents did not cause direct medical harm, I desired to alert the FDA based on the evolving unreliability of the dexcom g7 sensors. Reference report: mw5155866, mw5155867, mw5155869.